Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the cubies on drawer 1.1 were not showing on the cubie map. A field service engineer (fse) receded all connections on rear board, row return to normal function and all cubies were found on bus to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubies in the last row of drawer 1.1 were not displayed on the cubie map. The customer also confirmed that the drawer had multiple cubies fail with the error not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.